Manufacturer narrative:
The field service engineer performed various checks, calibration, and qc which all were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient with the cobas 8000 cobas ise module. The initial result was 124 mmol/l. The repeated result was 142 mmol/l. The second repeated result was 140 mmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.